Manufacturer narrative:
Describe event or problem updated with update incident report information from distributor which provides more detail on the incident. Device discarded by user.

Event description:
It was reported that the tip of the ht connect guide wire separated during the attempt to cross the non-tortuous, chronic total occlusion (cto) lesion. The guide wire was intentionally placed subintimal at the time in the proximal popliteal and was being used to reenter the artery. The guide wire was removed from the patient with no resistance and the separated tip was removed inside of the catheter; no part of the guide wire remains in the patient. The procedure was successfully completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Additional information has been requested from the distributor regarding this incident. Lot history review is underway. Device discarded by user.

Event description:
It was reported that the tip of the ht connect guide wire snapped [separated] during the procedure. The guide wire was subintimal at the time in the proximal popliteal and was being used to reenter the artery. Fortunately part of the guide wire was inside of the catheter, so it was inside the catheter when the catheter was removed. There were no adverse patient effects and no clinically significant delay in the procedure.